Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump errors as well as open book image. The customer¿s blood glucose level was 158 mg/dl. Customer reports they received the open book image on the pump screen. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify pump error 63/68/49 due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.